Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and coital bleeding ("bleeding during coitus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), swelling ("swelling"), dyspareunia ("sexual dyspareunia"), coital bleeding (seriousness criterion medically significant), back pain ("lumbar pain"), dyspepsia ("heartburn"), groin pain ("pain on groin region (left and right)"), insomnia ("insomnia"), anxiety disorder ("anxiety disorder"), weight fluctuation ("weight changes"), vaginal infection ("vaginal infections"), adverse event ("aesthetic damage") and mood altered ("mood changes"). The patient will be treated with surgery (patient is waiting for essure removal). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, swelling, dyspareunia, coital bleeding, back pain, dyspepsia, groin pain, insomnia, anxiety disorder, weight fluctuation, vaginal infection, adverse event and mood altered had not resolved. The reporter considered adverse event, anxiety disorder, back pain, coital bleeding, dyspareunia, dyspepsia, groin pain, insomnia, mood altered, pelvic pain, swelling, vaginal infection and weight fluctuation to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain - the analysis in the global safety database revealed 11.587 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and coital bleeding ("bleeding during coitus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), swelling ("swelling"), dyspareunia ("sexual dyspareunia"), coital bleeding (seriousness criterion medically significant), back pain ("lumbar pain"), dyspepsia ("heartburn"), groin pain ("pain on groin region (left and right)"), insomnia ("insomnia"), anxiety disorder ("anxiety disorder"), weight fluctuation ("weight changes"), vaginal infection ("vaginal infections"), adverse event ("aesthetic damage") and mood altered ("mood changes"). The patient was treated with surgery (patient is waiting for essure removal). At the time of the report, the pelvic pain, swelling, dyspareunia, coital bleeding, back pain, dyspepsia, groin pain, insomnia, anxiety disorder, weight fluctuation, vaginal infection, adverse event and mood altered had not resolved. The reporter considered adverse event, anxiety disorder, back pain, coital bleeding, dyspareunia, dyspepsia, groin pain, insomnia, mood altered, pelvic pain, swelling, vaginal infection and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), dyspareunia ("sexual dyspareunia"), back pain ("lumbar pain"), groin pain ("pain on groin region (left and right)"), coital bleeding ("bleeding during coitus"), vaginal infection ("vaginal infections"), swelling ("swelling"), weight fluctuation ("weight changes"), dyspepsia ("heartburn"), insomnia ("insomnia"), anxiety disorder ("anxiety disorder") and mood altered ("mood changes"). The patient was treated with surgery (patient is waiting for essure removal). At the time of the report, the pelvic pain, dyspareunia, back pain, groin pain, coital bleeding, vaginal infection, swelling, weight fluctuation, dyspepsia, insomnia, anxiety disorder and mood altered had not resolved. The reporter considered anxiety disorder, back pain, coital bleeding, dyspareunia, dyspepsia, groin pain, insomnia, mood altered, pelvic pain, swelling, vaginal infection and weight fluctuation to be related to essure. The reporter commented: esthetic damage was also reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2022: patient information received. Imdrf codes were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2014, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria disability, medically important and intervention required), dyspareunia ("sexual dyspareunia"), back pain ("lumbar pain"), groin pain ("pain on groin region (left and right)"), coital bleeding ("bleeding during coitus"), vaginal infection ("vaginal infections"), swelling ("swelling"), weight fluctuation ("weight changes"), dyspepsia ("heartburn"), insomnia ("insomnia"), anxiety disorder ("anxiety disorder") and mood altered ("mood changes"). The patient will be treated with surgery (patient is waiting for essure removal). At the time of the report, none of the events had resolved. The reporter considered anxiety disorder, back pain, coital bleeding, dyspareunia, dyspepsia, groin pain, insomnia, mood altered, pelvic pain, swelling, vaginal infection and weight fluctuation to be related to essure administration. The reporter commented: esthetic damage was also reported. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.